Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology are unknown. After deploying the stent graft, the physician was unable to recapture the tapered tip with the spindle. After pushing the device forward the blue thumbwheel was rotated, however, the tapered tip didn't move down. The physician repeated the steps and this time the tapered tip was recombined successfully with the spindle. After recombining the tapered tip, the delivery system was blocked and it required increased force to remove the delivery system from the patient. There was no serious injury to the patient. No clinical sequelae were reported and the patient is fine. This device is not marketed in the united states; however, it is similar to a device that is marketed in the united states.

Event description:
Additional information was received for this case. The infra-renal aortic neck angulation was 60 degrees. The device was returned and the analysis has been completed. From the examination of the returned device and the clinical information provided, the cause of the removal difficulties could not be determined. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event.

Event description:
Correction: remove "study".

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (removal difficulty). (Cause is unknown).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (aortic neck angulation 60 degrees). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation 60 degrees).